Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found crack on right plunger case. The methods used to replicate the reported problems were power up process and force sensor calibration. The force sensor test error was found at power up and unable to calibrate the force sensor. The cause of the reported issue was fluid ingression found on the plunger assembly from customer damage. Repairs done to correct the reported problem was replace the whole plunger assembly, plunger cable and plunger tube. Performed preventive maintenance and all functional testing. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed system fail force sensor. No patient injury reported.